Event description:
It was reported that approximately seven weeks post implant one of the patients' pacing leads became dislodged. The pacing lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.